Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-sep-2019 with the following findings: the complaint regarding battery life was reported on (B)(6)2015. According to the pump history, the pump was in use until (B)(6)2019. Therefore, all black box data and alarm history have been overwritten for the time of battery life complaint due to continued use of the pump. The black box contained data from (B)(6)2019 to (B)(6)2019 and showed low battery alerts due to normal use; the user did not change the battery after low alerts. An unacknowledged alarm can drain the battery when it occurs. During investigation, the pump current draws measured within specifications. The pump was exercised for 12 hours with no issues occurring. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.